Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed due to faulty moab. A field service engineer replaced cubie drawer to resolve this issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported when using the bd pyxis medstation system, the half-height cubie drawer was failed and prevented the user from accessing medications. The customer mentioned that there was ten minutes delay in patient care to retrieve the critical medication. The delayed medications was lorazepam. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed due to faulty moab. A field service engineer replaced cubie drawer to resolve this issue. The system functioned as intended.

Event description:
It was reported when using the bd pyxis medstation system, the half-height cubie drawer was failed and prevented the user from accessing medications. The customer mentioned that there was ten minutes delay in patient care to retrieve the critical medication. The delayed medications was lorazepam. There were no adverse events or injuries reported based on this event.